Event description:
It was reported on the day of this call the health care provider was getting poor communication with physician programmer and getting poor communication with patient programmer with and without the antenna .it was also noted that patient was not being able to make adjustment both with or without antenna attached. The patient had not had any return of symptoms. The patient was wondering why the neurostimulator (ins) was not communicating with either programmer? It was later reported on (B)(6) 2015 that patient was still having concerns regarding their device or therapy but was working with health care provider or manufacturer representative. The patient appointment was scheduled for (B)(6) 2015 no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0a8lm, implanted: (B)(6) 2014, product type lead; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).